Manufacturer narrative:
One device was returned for analysis with complaint of damaged battery compartment. Analysis of device found the air detector was dented and loose from the chassis. This is a reportable malfunction that could lead to interruption of therapy or hazardous event. Device had evidence of physical damage, including that the air detector dented and loose and chassis black gasket was loose/damaged. No errors were found in event log. No service history within last twelve months. The air detector and the black gasket were replaced to address the complaint.

Event description:
One device was returned for analysis with complaint of damaged battery compartment. The event occurred during testing. Analysis of device found the air detector was dented and loose from the chassis. This is a reportable malfunction that could lead to interruption of therapy or another hazardous event.